Event description:
A peritoneal dialysis patient reported there was a leak from the extension tubing set. Upon follow up, patient stated that it was the connector piece. Midway through the 18" extension set that was cracked on the pt side of the connector. The pt noticed it in the afternoon when he noticed that his underwear was wet around this location. Pt' stated it wa a slight leak. Pt contacted the pdrn who advised pt to wrap a gauze around the tubing and then clamp it closed with a clamping tool with directions to go to the clinic immediately. Once at the clinic, the pdrn changed out the 18" extension tubing for a new one. She then contacted the doctor about getting a prescription for an antibiotic to add to solution. They manually put the solution into the pt to dwell for several hours. Pt had no adverse effect from t his incident. Sample is not available for return; sample has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.